Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the ipg would not communicate. The patient has not been had therapy for the last two years. Due to this issue, the patient may undergo surgical intervention.